Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on an error screen (rss online). A technical support specialist deleted the corrupted database and recreated a new database. Data was then synced to resolve the issue. The system functioned as intended after the technical support specialist repaired the device. Initial reporter facility- (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es stuck on error screen. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.